Event description:
The manufacturer became aware that a user alleges, according to his dermatologist, usage of a mask caused him to develop skin cancer on his head. The exact date of the event is unknown. No further information is available at this time. The manufacturer's investigation is ongoing. Upon completion of the manufacturer's investigation a follow up report will be filed.

Manufacturer narrative:
The manufacturer received the device for evaluation and could not determine a root cause for the complaint. No defects or failures were observed and the device was found to meet the manufacturer's required specifications. The comfortgel blue mask meets all relevant standards for bio-compatibility. The user is warned "some users may experience skin redness, irritation, or discomfort. If this happens, discontinue use and contact your healthcare professional." The manufacturer's assessment concludes that a failure of the device did not cause or contribute to the reported incident.

Manufacturer narrative:
The manufacturer made several attempts to have the device returned for evaluation. To date, no product has been returned; therefore, no evaluation has been completed. If the device is returned following the submission of this report, a supplemental follow up report will be submitted with investigative findings.